Event description:
Notified by t. A. That on (B)(6) 2024, dr. (B)(6) was performing a revision using the endo w hinge system and 2 lots of tibial augments were opened and each had a screw that would not disengage. Cement was then used to set the augment in place. On part 15-2814/02 lot 230619/2153, only the lateral screw could be removed. On part 15-2814/02 lot 230703/1306 , only the medial screw could be removed. It was also noted that the screws that were removed were very difficult to get out, and a 2.5 screwdriver was broken in the process. Lot 230703/1306 was cemented into place. Waiting information on return of lot 230619/2153. Correction 2024-08-21:initial pn / lot number information received was inaccurate. I have received the complaint sample and it is lot 230703/1306, so lot 230619/2153 is the part that has been implanted, which was verified by the representative. Complaint sample will be shipped for investigation. [Customer].

Manufacturer narrative:
This is the final supplemental report. The complaint is closed.